Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer observed a burned mark on the maryland bipolar forceps (mbf) instrument tip. The mbf instrument was replaced. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf was inspected prior to use. It was unknown if the instrument was inspected after the completion of the last procedure or collided with any other instrument or tool during this procedure. No arcing was observed. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the reported complaint. The instrument was found to have charring and localized melting at the side of the yaw pulley. There was no damage at the grip tip. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The root cause of this failure was attributed to mishandling or misuse. Additional finding, which was not reported by site, was that the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.044¿ - 0.101¿ in length and were not aligned with the tube axis. The root cause of this failure was attributed to mishandling or misuse. A review of the device logs for the maryland bipolar forceps (part# 470172-16/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 4 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the instrument was found to have charring and localized melting at the side of the yaw pulley. Thermal damage at the yaw pulley is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.